Event description:
The surgeon attempted to implant an aq2017v silicone lens. The plunger shaft bent way to the side and tore the haptic as it was advancing through the cartridge. Lens was not implanted. No patient injury.